Event description:
It was reported that the patient's ams700 inflatable penile prosthesis pump was repositioned because the pump was not working properly. The pump was repositioned to a different scrotal pocket.